Manufacturer narrative:
Unreporting the code a24.

Event description:
Patient reported a left side rupture and seroma-late. Healthcare professional later reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported a left side rupture and seroma-late. Device remains implanted.